Manufacturer narrative:
Findings: unit received with cracked display window corners, reservoir tube cracked, battery tube threads cracked, scratched lcd window. Motor low grinding noise during rewind due to faulty motor. Stripped battery cap coin slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 172 mg/dl. Troubleshooting was not performed. The device was returned for analysis.